Event description:
The surgery center reported that a laser vision correction patient was presented with conjunctivitis on the left eye (os) at 16 day post-operative exam. The brief description from the surgery center indicated the patient was photophobic and had a foreign body sensation (fbs) with pain. The patient¿s comment was that the left eye was bothering since the treatment was performed. The surgery center indicated there was no loss of best corrected visual acuity. Topical steroid dosage was increased and is on a tapering schedule and the intraocular pressure (iop) has been monitored. Pre-op; from (B)(6) 2015: right eye pre-op 20/20 .25 x -4.50 x 89; left eye pre-op 20/20 .25 x -4.50 x 89.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.